Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2009. Additional information received from patient¿s legal counsel reports patient allegations of elevated metal ion levels, tissue and bone destruction and negative and detrimental effects to the muscles and ligaments. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for revision was mechanical loosening of the femoral component. Operative report further noted pain, cloudy fluid within hip and mechanical debris. The femoral stem and modular head were removed and replaced.

Manufacturer narrative:
Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2009. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2009. Additional information received from patient's legal counsel reports patient allegations of elevated metal ion levels, tissue and bone destruction and negative and detrimental effects to the muscles and ligaments. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received in the patient's revision operative report noted the reason for revision was mechanical loosening of the femoral component. Operative report further noted cloudy fluid within hip and mechanical debris. The femoral stem and modular head were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and ¿material sensitivity reactions.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-01054 & 2014-00511). This report is based on allegations set forth in patient's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in a review of invoice history confirms the hip arthroplasty procedure occurred on (B)(6), 2006. Subsequently, patient was revised on (B)(6), 2009. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's destruction and negative and detrimental effects to the muscles and ligaments.